Event description:
It was reported that while in the cath lab, the md was inserting an ultra 8 iab-05840-u (insertion site femoral artery) on the .025 x 175 cm teflon 3mm "j" extra stiff spring wire guide (swg) in the central lumen of the intra-aortic balloon (iab) when resistance was felt after 5 or 6 cm and could not advance beyond that. As a result, the swg was removed. There was no report of pt death, complications or injury. The pt outcome is fine. Additional info received on 06/15/2011 stated that the sheath was not removed. The same sheath and site were used. Reference MDR #1219856-2011-000216 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.